Manufacturer narrative:
Additional reporter name: (B)(6), rn, bsn, ccrn, clinical manager, sicu, sicc, nccu. Additional e-mail: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. It was discarded by the user. If additional information is provided, we will send a supplemental report with the additional information. Complaint record ID # (B)(4).

Event description:
It was reported that the same day the intra-aortic balloon (iab) was inserted, the fiber optic signal deteriorated and then disappeared. The fluid lumen was not being flushed as described in the device instructions for use. The iab was removed and not replaced. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the fiber optic signal deteriorated and then disappeared. The fluid lumen was not being flushed as described in the device instructions for use. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period oct-19 through sep-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).